Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, bleeding may occur as a result of the delivery of electrical energy during internal defibrillation or at the catheter introducer site.

Event description:
Related manufacturer ref: 3005334138-2021-00755. The following was published in clinical cardiology by wiley periodicals llc, "safety and efficacy of left atrial appendage occlusion with the acp or watchman device guided by intracardiac echocardiography from the left atrium" by pommier, thibaut et al: june 2021. A study was conducted to compare the efficacy and safety of intracardiac echocardiography (ice) imaging from the left atrium with transesophageal echocardiography (tee) for guidance during transcatheter left atrial appendage occlusion procedures. Two cardiac tamponades were noted in the tee group with one being percutaneously drained and the other requiring emergency surgery during which the left appendage was surgically closed. One cardiac tamponade was noted in the ice group. (Doi: 10.1002/clc.23696).